Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity logs showed a shock button press followed by the device prompting "use paddle discharge" which indicates that the shock button on the device was utilized instead of the paddles shock button as required. The device is designed not to discharge energy using the shock button on the front panel whenever external paddles are connected for safety. The logs show previous 30 joule tests discharging successfully using the external paddles shock buttons, confirming that the device was able to discharge when the proper buttons were utilized. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.